Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h1. As reported, the outer packaging of the 4x15 palmaz blue/aviator plus balloon expandable stent model was opened and the stent was checked through the transparent inner packaging before the stent was taken out. It was found that the stent was not tightly embedded on the balloon. The proximal end of the stent is extended/uplifted. It was discarded and a bracket was reopened. The device was not used in the patient. There was no reported injury to the patient. The intended lesion was in the vertebral artery which had stenosis. The device was stored per the instructions for use (IFU). The device was stored properly in a cabinet. The device was stored for approximately 3 months. There was no damage to the packaging of the device. The device was returned for analysis. A non-sterile ¿blue/aviator plus 4x15/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon arrived deflated with the stent properly mounted and crimped in the manufacturing position. The struts on the stent of the proximal edge present an uplifted condition. No other outstanding details were observed. The balloon area was inspected using a vision system to get an amplified image confirming the uplifted condition of the struts on the proximal edge of the stent. The stent is properly crimped, and in the manufacturing position. The reported ¿stent strut uplift¿ was confirmed as a strut uplift condition on the proximal edges of the stent were observed during analysis of the returned device. However, the exact causes cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture; however, it is unclear how the proximal struts were damaged. Therefore, based on the information available for review and with the minimal information provided, it is likely procedural factors and handling of the device during preparation contributed to the events reported. In addition, the cordis palmaz blue .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries, which is listed in the IFU as such. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the product analysis does not suggest that the issue reported, and condition of the returned device could be related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken.

Event description:
As reported, the outer packaging of the 4x15 palmaz blue/aviator plus balloon expandable stent model was opened and the stent was checked through the transparent inner packaging before the stent was taken out. It was found that the stent was not tightly embedded on the balloon. The proximal end of the stent is extended/uplifted. It was discarded and a bracket was reopened. The device was not used in the patient. There was no reported injury to the patient. The intended lesion was in the vertebral artery which had stenosis. The device was stored per the instructions for use (IFU). The device was stored properly in a cabinet. The device was stored for approximately 3 months. There was no damage to the packaging of the device. The device will be returned for evaluation.

Event description:
As reported, the outer packaging of the 4x15 palmaz blue/aviator plus balloon expandable stent model was opened and the stent was checked through the transparent inner packaging before the stent was taken out. It was found that the stent was not tightly embedded in the balloon. The proximal end of the stent is extended. It was discarded and a bracket was reopened. There was no reported injury to the patient. The intended lesion was in the vertebral artery which had stenosis. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly.

Event description:
As reported, the outer packaging of the 4x15 palmaz blue/aviator plus balloon expandable stent model was opened and the stent was checked through the transparent inner packaging before the stent was taken out. It was found that the stent was not tightly embedded in the balloon. The proximal end of the stent is extended. It was discarded and a bracket was reopened. The device was not used in the patient. There was no reported injury to the patient. The intended lesion was in the vertebral artery which had stenosis. The device was stored per the instructions for use (IFU). The device was stored properly in a cabinet. The device was stored for approximately 3 months. There was no damage to the packaging of the device. The device will be returned for evaluation.